Event description:
It was reported that in the ICU difficulty was met when removing the guide wire from the pt's subclavian vein. After the guide wire was removed, the doctor found it was "pulled". He then removed the catheter as well and a new kit was opened and used without issue. There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4).